Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019. The customer's blood glucose was 29 mg/dl. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.